Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 30, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was inspected under magnification. The lens was received in gauze coated in viscoelastic residue. Both haptics were detached and the ends of the haptics were damaged in a way that is consistent with damage that could have occurred during scleral fixation. The lens was cleaned and presented with damage across the optic body and at the haptic drill holes. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic came off a few days after surgery. It was removed and replaced with the same model on (B)(6) 2024. There were no patient injuries, and no other medical intervention was required. No further information was provided.